Event description:
The customer reported that a patient sustained cervical lacerations during delivery. The customer was not certain that the laceration was caused by the fetal spiral electrode (fse), but reported the incident as being possibly related to the fse.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.